Event description:
It was reported that when the patient had urinary tract infections, the device would not help much. It was stated, the patient would become ¿pretty incontinent.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3889-28 lot# v334555, implanted: 2009 (B)(6), product type lead product ID: 3095-10 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).